Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that the pump is turning off while in use and once any key is pressed the pump requests for review of delivery program and starts running. Pump didn't give any alarm. Incident happened twice. Pump was replaced. There was no patient harm reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was no evidence of the error in the event history log. The customer reported problem was duplicated; the device would not power up. The printed wiring assembly (pwa) board was found inoperable during the investigation. For corrective action the defective pwa board was replaced. The root cause of the reported problem is unknown. A service device history review (device history record) was performed and the current problem was found not to be related to a previous repair of the pump. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).